Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00129. This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reports a pt who was skin tested in the left forearm on 5/4/00 with no response. The pt was injected with bovine collagen) in the vermilion border of the upper lip pt 2000. The procedure was uneventful. The patient was seen again on 7/24/00 and presented with swelling, redness and itching of the upper lip and the skin test site. Pt reported that the symptoms had onset a couple of days before. The physician diagnosed hypersensitivity to collagen. He prescribed a medrol dosepak for the general symptoms and oral benadryl for itching.